Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The sample was visually inspected and was found that the cycler set is acceptable and no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the testing timeframe. During functional test no air bubbles, leaks or other issues were detected. After the test was completed, the cassette was removed from cycler and no moisture was found. The test was completed successfully. The lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.. During the evaluation of the sample the reported event was not confirmed and the alleged failure stated in the complaint was not encountered. There was no problem detected therefore the event was not confirmed based on the sample evaluation, and a cause could not be established.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on top of the cassette after canceling their pd treatment. The fresenius liberty select cycler machine did alarm with an air in cassette alarm which prompted patient to cancel/stop treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior top part of the cassette. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when daughter who is trained in using continuous ambulatory peritoneal dialysis (capd) could assist with the manual treatment. There was no damage noted on the cycler set cassette. The cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler on top of the cassette after canceling their pd treatment. The fresenius liberty select cycler machine did alarm with an air in cassette alarm which prompted patient to cancel/stop treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior top part of the cassette. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient waited to complete treatment the following evening when daughter who is trained in using continuous ambulatory peritoneal dialysis (capd) could assist with the manual treatment. There was no damage noted on the cycler set cassette. The cycler set is available to be returned to the manufacturer for physical evaluation.